Event description:
The device in question was delivering tpn and lipids to a neonate and is reported to have delivered a dangerously high level of tpn during an hour and a half period. The tpn solution was being administered through a at a rate of 3.7 ml/hr, coincidental with lupid administration through channel b.at 11:00 am the status of both infusions was also noted to be appropriate. At no time during the morning shift were the settings on either channel altered. At 12:30 channel a was noted to be indicating "empty bag" and the corresponding burrette was found to be empty. At this time the pump control panel was noted to indicate; a volume infused-ml" of 89; "volume limit-ml" was 8888; and "rate-ml/hr" was 8888. Channel b was found to be operating normally.other apparatus clinically in use at the same time the incident occurred were: an infrasonics infant star incubator, a nellcor pulse oximeter, an air-shields athena physiologic monitor, and an ohio incubatordevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: independent service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: design - human factors, central processing unit/operating system failure/bug. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.